Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [9 mg/ml] at a dose of 11 mg/day, clonidine [90 mcg/ml] at a dose of 109 mcg/day, and marcaine [2.5 mg/ml] at a dose of 3 mg/day via an implantable pump for spinal pain. It was reported on (B)(4) 2017 that the patient was in for a normal refill but the customer didn¿t recognize that the incorrect prescription was filled and the pump was filled with incorrect drug. The date of the event was (B)(6) 2017. The hcp lowered the flow rate to limit the potential of the patient receiving the new drug and augmented with oral medications to manage withdrawal. The correct script was ordered and delivered on (B)(6) 2017 and the pump was refilled. It was related that they accessed the catheter access port (cap) and aspirated and refilled the reservoir with correct drug. They then programmed a .15 ml bolus and aspirated again to purge old drug. They then programmed a second .15 bolus to ensure the pump tubing was filled with new drug and aspirated again. The hcp then performed a prime of the catheter volume of .208 ml. It was indicated that the hcp asked that they program a bolus of .250 ml, so that the patient would receive a small initial bolus of medicine of approximately .4 mg. The patient seemed to be doing fine with no ill effects. It was noted that the patient did go to the emergency room (ER) the previous night after the initial refill but they were unsure of the reasons/results for that visit. The patient seemed to be fine when they appeared for the refill appointment. Any environmental/ external/patient factors that may have led or contributed to the issue were unknown. Surgical intervention did not occur and was not planned. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.